Event description:
Patient received 3 boxes of droplet insulin syringes 30g x 12.7mm, 1.0ml from rite-aid with lot number: 02202031. Patient claims that the syringes will not dispense insulin. Patient claims that she is able to use the plunger to draw insulin into the vial, but she is not able to push the plunger down to dispense the insulin. She claims that only 1 in roughly 13 syringes will work correctly. Patient injects lantus and novalog insulin, and she claims that the syringes will not dispense either insulin. Patient did not mention any negative health consequences.